Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Food was consumed to treat the bg level. Reportedly, the customer alleged that the basal software did not suspend insulin delivery. During troubleshooting with tandem technical support, it was verified that the customer was not experiencing a loss of connection or any sensor issues which would cause insulin to not be suspended. After turning the basal iq feature off and on, the basal software began to function as intended.